Manufacturer narrative:
Analysis of programming history.

Event description:
While reviewing the programming history for the patient, it was noted that the patient's settings had changed due to an interrupted system diagnostics test. Physician noticed the change in settings during the next office visit. All the settings were correct, however, the off time was not corrected during the subsequent office visits and it was more likely overlooked by the physician. Change in settings was due to faulty system test which was not noticed during the same office visit since the physician forgot to do a final interrogation test.